Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use potential adverse events related to the deployment of vascular closure devices to include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent at transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient's artery was measured as 9.5 cm in diameter with minor calcification present. After the valve placement delivered via I-sleeve, the femoral access site was closed with a manta 18f vascular closure device (manta). The manta representative present at the procedure stated, "the doctors decided to do ultrasound guidance without my knowledge" for manta deployment. Arterial "oozing" was reported after the manta was deployed and a post-deployment angiogram revealed collagen in the vessel. The issue was treated by ballooning the site and placing a covered stent. Time to hemostasis was reported as one hour. The patient's condition was reported as "fine."

Manufacturer narrative:
As reported, the manta deployment was performed using ultrasound guidance. Post deployment arterial oozing was present. A post-closure angiogram revealed collagen in the vessel. Ballooning followed by a covered stent resolved the occlusion; hemostasis was achieved after 60 minutes. The root cause of the occlusion was likely due to collagen being deployed in the vessel, which may be linked to user error. However, this is inconclusive due to insufficient information. The IFU was reviewed and lists failed hemostasis requiring placement of a covered stent and accidentally positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis as possible adverse events related to the deployment of vascular closure devices. The risk documentation was reviewed, and this type of incident is a known risk. The severity of harm is ranked as a 4 due to collagen being deployed or pushed into the vessel requiring an additional endovascular intervention (covered stent). This is the 26th reported incident of occlusion due to collagen in the vessel out of (B)(4) distributed as of 31-mar-2020. (B)(4). The device history was reviewed, and no non-conformities related to this event were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.